Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had their pump repositioned once. Additional information has been requested, but was not available as of the date of this report.